Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/8/2021. H6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: visual analysis of the returned sample determined that twenty unopened samples of product code: 8706 were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the complaint sample was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pgj958, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many "needles were detached from sutures¿ during suturing on this one patient during this single surgical procedure? Answer: 5 pieces. Was a "needles were detached from sutures" occurred with all 5 devices during this single surgery? Answer: yes. Was the needle removed from the patient during the same procedure? Answer: no. What tissue/location was suturing when pull off occurred? Answer: suture detached when surgeon arm the needle. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Answer: no. Can you please provide procedure date? Answer: (B)(6) 2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the answer to question #3 that was previously requested. 3. Was the needle removed from the patient during the same procedure? Answer: no please clarify: is there a needle retained in the patient? Did a needle fall into the patient during the initial procedure? If yes, was the needle removed during the initial procedure or was an additional procedure required to remove the needle? Note: events reported in 2210968-2021-00276, 2210968-2021-00277, 2210968-2021-00278, 2210968-2021-00279, and 2210968-2021-00280. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2020 and a double armed suture was used. During the procedure, the needle detached from the suture at both arms. The procedure was completed with the same type suture with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/5/2021.   Additional information: h6 component code: g07002 - device not returned. Additional information was requested and the following was obtained: correction made to question 3 and 4. 3. Was the needle removed from the patient during the same procedure? Answer: yes 4.what tissue/location was suturing when pull off occurred? Answer: CABG, proximal anastomosis. Vessel, when surgeon take the first bite and pull off, needle detached. The defected sutures from this complaint has been discarded by ot nurses. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.